Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
During preparation for a coil embolization procedure, the hospital staff noticed that a ruby coil pusher assembly was kinked upon removal from the dispenser hoop. The damaged ruby coil was found prior to use and therefore, was not used in the procedure. The procedure was completed using another ruby coil.